Event description:
A pump malfunction was reported, identified by the code malf 0. Despite the malfunction, there was no adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump, instructing the customer on how to put the current pump into storage mode and return it using a pre-paid label within ten days. The customer will continue to use the current pump until the replacement arrives.